Event description:
It was reported that the atrial lead could not be inserted into the pulse generator header. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the connector portion of the lead was out of specification. This contributed to the reported complaint from the field.